Event description:
It was reported that the patient received inappropriate atp therapy for atrial flutter with rapid conduction being misdiagnosed as ventricular tachycardia. Programming changes were made.